Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and despite the balloon rupturing, the procedure was completed with the device. No patient complications were reported and the patient's status was stable.